Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to the implant procedure, the physician was having difficulty in inserting the guidewire into the lead. When the physician attempted to remove the wire, the physician was unable to withdraw the wire. The lead was not implanted. Patient¿s condition was good before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.